Manufacturer narrative:
The device was returned for evaluation for a broken tip. The head was sheared off directly behind the drill head where it transitions from the head to the shaft diameter. The drill head is open along the axis and the edges are all rolled over and crimped where the device was recovered with a grasper. Without the ancillary device(s), no conclusion can be made. No root cause related to the manufacturer of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke during a procedure utilizing an endoscpc cann.drl.bit 4.5 strl. It was retrieved from patient with a grasper. A backup device was available for use. No patient injury or other complications were reported.